Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and deformed. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found as well as the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-dec-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed stent damage.